Event description:
It was reported to philips that geometry movement was delayed due to geo ipc and battery issues on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the battery, performed calibrations, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).